Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room due to hyperglycemia on an unknown date. The customer's blood glucose level at the time of incident was 438 mg/dl. The customer was not assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.